Event description:
One patient sample (lipemic) generated an initial clin chem magnesium result of 5.0 meq/l. The sample retested at 1.0 meq/l on a non-abbott platform. The customer believes that the result of 1.0 meq/l is correct. Suspect results were not reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Additional information was provided by the abbott technical application specialist (tas). Upon review of additional information provided by the customer it has been determined that the customer's issue of discrepant clinical chemistry magnesium assay results does not fit established criteria for a reportable event. The initial values were provided without units of measure and the default units of meq/l were used to make the reportable decision. New information found that the customer is using mg/dl as their units of measure and thus the conversion renders this a non-reportable event. This MDR (manufacturer's report#: 1628664-2011-00695) was inadvertently filed in error.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4): high test results.